Manufacturer narrative:
Inspected six opened and used reservoirs. Performed fill reservoir test and reservoirs passed per specfications. No air bubbles noted during analysis. Checked o-rings and stopper groove for defects and none were found.

Event description:
It was reported that the customer was hospitalized with high blood glucose of 31.8mmol/l and was released the same day. It was stated that air bubbles started on the reservoir and expanded to the infusion set. The air bubbles were past the first 0-ring, but no leaks noticed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.